Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a low blood glucose but not hospitalized. Customer's blood glucose was 35 mg/dl. The customer was treat with frosty and salad. The customer has hypoglycemia unawareness. The customer stated that she experienced a low blood glucose caused by a recalled reservoir.